Manufacturer narrative:
Implant date: implanted in 2010.

Event description:
It was reported the patient's monarc sling was too tight and too distal on the urethra causing the patient pain. No further patient complications were reported in relation to this event.